Event description:
On (B)(6) 2011, a (B)(6) male pt with ischemic cardiac disease and hypertension underwent aaa repair. The pt's anatomical form was suitable for endovascular repair although all vessels were narrow. The procedure consisted of placement of a mainbody and two iliac leg grafts, and completed w/o problem such as endoleaks. On (B)(6) 2011, the pt complained pain in the left leg and occlusion of the left iliac leg was confirmed angiographically. The pt underwent the emergent add'l procedure for fem-fem bypass. The pt is doing fine after the add'l procedure. No images will be provided to assist in this investigation.

Manufacturer narrative:
(B)(4)- occlusion. Event eval: still under investigation.